Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 4, 2016 lay user/ patient¿s reporter contacted lifescan (lfs) and alleged their one touch mini meter had a battery indicator issue. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting to follow-up with the patient. The cca was advised by the reporter that at on an unspecified time, the patient had a battery indicator issue. The reporter stated the patient manages their diabetes with insulin (no-adjustments). The reporter confirmed that the patient took their normal dose of medication (including sliding scale) in response to the product issue. The patient denied that they developed symptoms as a result of the issue; however alleged hcp treatment by a glucagon injection (B)(6) 2016 at 8pm. The patients¿ blood glucose was taken on (B)(6) 2016 at 8.30pm with the emergency medical service meter with a result of ¿39mg/dl¿. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and meter required a new battery; the patient did not have a new battery. There was no misuse of the product; the issue was resolved with a new battery. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.